Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual analyis noted the distal end of the proximal spring electrode was separated from the lead body insulation, and blood and body fluid was present on the helix. However, laboratory testing was unable to reproduce the reported clinical observations and detailed analysis confirmed that the lead met specification electrically.

Event description:
Boston scientific received information that after the recent implant of this right ventricular lead, loss of capture was noted. It was suspected a dislodgment was the cause of the issue. Surgical intervention was performed to reposition the lead successfully. Shortly after the revision, the patient presented once again with loss of capture, along with a pacing impedance drop from 880 ohms to 330 ohms, along with reduced r wave sensing. Once again, a dislodgment was suspected. The lead was explanted and replaced with no adverse patient effects other than the additional procedure reported.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.